Event description:
Complaint # (B)(4).

Manufacturer narrative:
Product and lot information has been received from getinge sales & service representative, therefore product/device details part has been updated. A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
The complaint was raised from an authority report that was submitted to national medical products administration of china. It was reported that customer experienced an issue while connecting a patient to machine. The interface of the intravenous cannula cracked, resulting in a hair-thin stream of blood spurting out. Customer resolved the situation by wrapping the interface with tape. No harm or death to any person was reported. Further, received information from customer states that there was not any abnormalities detected on the product before use. The sample could not be provided by customer due to china customs regulations, therefore laboratory investigation could not be performed. However, the reported failure could be linked to the risk assessment and control of hls cannulae and the probable causes are associated to: manufacturing: -use of wrong or out-of-spec materials -inappropriate assembly of components & user error - lack of attention during device handling: -mechanical damage of cannula during fixation -mechanical damage of drainage cannula -mechanical damage of cannula due to inappropriate fixation -unintended repositioning / retraction of cannula during wound treatment. These root causes could not be confirmed. The production history record (DHR) of the affected be-pvl 2155#be-hls cannula 21f vl with lot# 3000410225 was reviewed on 2024-12-25. According to the DHR results, the product be-pvl 2155#be-hls cannula 21f vl passed the defined manufacturing and final release specifications. Further, the incoming inspection report review has been performed for affected component ¿with article #700000284, 00284#konnektor 3/8 x 3/8¿. The incoming inspection report (batch # 3000363315) of the affected component was reviewed on 2024-12-25. The connector were checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. Due to this, material related influences are unlikely. Besides, the review of the non-conformities has been performed. It does not show any non-conformity in regard to the batch numbers of reported components with related to the reported failure. Since a remedial action was performed by customer as covering the cracked area with a tape, and provided images proved that cover, the complaint could be confirmed however product related influences are unlikely. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The complaint was raised from an authority report that was submitted to national medical products administration of china. It was reported that customer experienced an issue while connecting a patient to machine on (B)(6) 2024. The interface of the intravenous cannula cracked, resulting in a hair-thin stream of blood spurting out. Customer resolved the situation by wrapping the interface with tape. The patient was taken off from the machine on (B)(6) 2024. No harm to any person was reported. Since the failure was occurred during treatment, and a blood leakage was occurred, the complaint is reportable. Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.